Event description:
It was reported that during interrogation of the device, an automatic guided restore (agr) code was requested. The device was consequently reset and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).